Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, the lead was not used due to the patient requiring a dual coil ICD lead. The lead was unable to shock the patient out of ventricular fibrillation (vf) due to high defibrillation thresholds (dft). Another lead was implanted. No patient complications were reported as a result of this event.